Event description:
It was reported that during a surgical procedure, the nurse received a minor finger burn, no treatment was required for the burn. It was also reported that the bur broke in half. It was further reported that there was a one minute delay and the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that the bur broke due to issues with the associated attachment (B)(4). Excessive heat marks at the mid bearing location was observed on the returned bur. The associated mis 13cm curved attachment (B)(4). Upon disassembly, widespread internal corrosion was observed. The bur breakage occurred due to attachment mid bearing failure.the quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the nurse received a minor finger burn, no treatment was required for the burn. It was also reported that the bur broke in half. It was further reported that there was a one minute delay and the procedure was completed successfully.